Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headache, throat irritation and cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 26, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, throat irritation and cancer related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally, observed unknown white salt-like contamination and potential hair/ fiber at the sd card area of the outside top enclosure, unknown white salt-like contamination in the air inlet, unknown white salt-like contamination, potential hair/ fiber, and black (inconsistent with degraded sound abatement foam) dust-like contamination in the modem port, unknown white salt-like contamination in the iso (international organization for standardization) port, unknown residue, potential hair/ fiber, and black (inconsistent with degraded sound abatement foam) dust-like contamination on the inside of the front panel, unknown white salt-like contamination in the blower box lid, unknown white dust-like contamination and potential hair/ fiber in the bottom of the blower box. They also observed unknown white salt-like contamination, unknown white dust-like contamination, and potential hair/ fiber in the back enclosure, unknown white dust-like contamination on the blower motor and inside of the blower motor, unknown white, dust-like contamination and potential hair/fiber inside of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected. Sections d8, d9, h2, h3, h6 has been updated in this report.